Manufacturer narrative:
Product analysis: upon receipt at medtronics quality laboratory, the valve appeared slightly distorted; oval shaped. The bias cloth along the outflow rail adjacent to the non-coronary cusp appeared wrinkled or slightly bunched showing possible evidence the valve was squeezed. All leaflets were in the closed position with a slight gap between the coaptive ridges of the left and right cusps. All leaflets were slightly stiff but flexible possibly due to the blood contact and/or the decontamination process. All leaflets were intact. All commissures were intact. Radiography showed no evidence of mineralization in the valve.

Manufacturer narrative:
Medtronic received information that the only adverse patient effects from this replacement procedure was an extended hospital stay. The duration of the stay was not indicated.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device arrived in a cloudy tan solution in a small specimen container enclosed in a small biohazard bag. The valve appeared slightly distorted and oval shaped. The bias cloth along the outflow rail adjacent to the non-coronary cusp appeared wrinkled or slightly bunched showing possible evidence the valve was squeezed. All leaflets were in the closed position with a slight gap between the coaptive ridges of the left and right cusps. All leaflets were slightly stiff but flexible possibly due to the blood contact and/or the decontamination process. All leaflets were intact. All commissures were intact. Radiography showed no evidence of mineralization in the valve.

Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that this bioprosthetic aortic valve was explanted and replaced with a mechanical valve one month post-implant after a postoperative transesophageal echocardiogram (tee) showed a moderate to severe central leak with regurgitation and turbulent flow. The explanting physician suspected structural valve deterioration. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the returned product specimen was visually examined. The valve appeared to be slightly distorted and oval in shape. The bias cloth along the outflow rail adjacent to the non-coronary cusp appeared wrinkled or slightly bunched, showing possible evidence the valve was squeezed. All commissures were intact. All leaflets were intact in the closed position with a slight gap between the coaptive ridges of the left and right cusps. All leaflets were slightly stiff but flexible, possibly due to blood contact and/or the decontamination process. Radiography showed no evidence of mineralization in the valve. The valve was tested in-house on the pulse duplicator at 70 beats per minute/65% diastole; c.o. Of 5 l/m. The pulsatile flow data showed elevated gradients and a lower eoa in comparison to historical data. Likewise, regurgitant volumes, both total and closing were slightly elevated in comparison to historical test results. Review of high speed video confirmed a stiffening of the valve leaflets which was likely the cause of differences observed. Leaflets become stiffened due to blood contact and the internal decontamination process. Although some functional differences were noted in comparison to historical results, the regurgitant volumes were small (regurgitation fractions are less than 7% at all flow rates representing cardia outputs of ~2 to 7l/min). Furthermore, leaflet closure on high speed video showed complete closure of all three leaflets with no evidence of leakage. Conclusion: based on the investigation and analysis findings, the only anomaly found on the device was valve distortion. The reported observation could not be confirmed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.